Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that magnet was missing from the insep. A field service engineer, replaced insep on drawer to resolve the issue. The device functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer has failed to close. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.